Event description:
It was reported the patient presented to the emergency room with an infection and the implantable cardioverter defibrillator (ICD) eroding. The ICD was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.